Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 590 mg/dl and high ketones; cause was unknown. The customer administered a manual injection prior to the ER visit to address bg; and was monitored and samples of blood and urine were taken while in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not turned on the control iq feature and the pump was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.